Event description:
Customer's parent called to report high bgs and the insulin was not exiting through the infusion set while priming. It was stated that the reservoir was placed in the pump correctly and it was not leaking. Troubleshooting was denied. High bgs were treated with a manual injection. A replacement pump was requested.